Manufacturer narrative:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was readmitted to the hospital for management of a driveline (dl) infection. Upon inspection of the dl and dl dressing it was noted that there was yellow fluid inside the driveline. The patient was suspected of having a dl infection because of trauma that occurred when patient "threw his controller" post implant while confused in the intensive care unit (ICU). At the time the trauma was noted to have pulled some of the driveline out of the patient's abdomen and exposing approximately 4-6inches of the dacron covering. All the dacron had previously been buried as typical protocol when tunneling the dl during implantation. Patient did not have any alarms at the time. Patient continues to not have any alarms from the controller, and the vad appears to be functioning as intended. The patient has been receiving intravenous (IV) antibiotics (abx) to treat his dl infection. The exit site continues to drain a small amount of creamy yellow drainage. Log files were sent to ensure there have been no alarms from the controller, and that there is no internal damage to the driveline wires. It was explained to the site and to the patient that there may be a fracture in the outer plastic coating of the dl internally allowing for fluid to enter the dl. The left ventricular assist device (lvad) pump isolation of blood in the driveline' procedure was explained to the patient and the vad coordinator, verbal consent was given from both to perform the procedure. An isolation of fluid in the driveline procedure was performed distal to the fluid visible in the dl as per protocol. Silicone adhesive was used to wrap approximately 1.5-2 inches of the dl just proximal to strain relief, suture was used at either end to "dam" the dl to prevent additional fluid from traveling further down the dl. It was reported in the service report that there were no pump stops during the procedure and the action performed solved the problem.  No additional information available.  Hw27305 was not returned for evaluation. Review of the manufacturing and sterility records confirmed that the associated driveline met all requirements prior to release. On-site inspection of the driveline revealed purulent fluid under the driveline outer sheath, confirming the reported event. An isolation of blood procedure was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to the reported "throwing of the controller by the patient post implant while confused in the ICU" leading to the driveline sheath getting compromised allowing fluid to seep through it. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresse guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing and avoid ingression of fluids in the driveline. The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing. Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The driveline remains implanted. It was reported from the site by the ventricular assist device (vad) coordinator that the patient was readmitted to the hospital for management of a driveline (dl) infection. Upon inspection of the dl and dl dressing it was noted that there was yellow fluid inside the driveline. The patient was suspected of having a dl infection because of trauma that occurred when patient "threw his controller" post implant while confused in the intensive care unit (ICU). At the time the trauma was noted to have pulled some of the driveline out of the patient's abdomen and exposing approximately 4-6inches of the dacron covering. All the dacron had previously been buried as typical protocol when tunneling the dl during implantation. Patient did not have any alarms at the time. Patient continues to not have any alarms from the controller, and the vad appears to be functioning as intended. The patient has been receiving intravenous (IV) antibiotics (abx) to treat his dl infection. The exit site continues to drain a small amount of creamy yellow drainage. Log files were sent to ensure there have been no alarms from the controller, and that there is no internal damage to the driveline wires. It was explained to the site and to the patient that there may be a fracture in the outer plastic coating of the dl internally allowing for fluid to enter the dl. The left ventricular assist device (lvad) pump isolation of blood in the driveline' procedure was explained to the patient and the vad coordinator, verbal consent was given from both to perform the procedure. An isolation of fluid in the driveline procedure was performed distal to the fluid visible in the dl as per protocol. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing and sterility records confirmed that the associated driveline met all requirements prior to release. Log file analysis revealed no alarms for 14 days leading up to the reported event date and pump parameters within the normal operating range. On-site inspection of the driveline revealed purulent fluid under the driveline outer sheath, confirming the reported "fluid inside driveline" event. An isolation of blood procedure was performed to mitigate the reported conditions. The reported "exposure of velour" event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported "fluid in driveline and velour exposure" event can be attributed to the reported "throwing of the controller by the patient post implant while confused in the ICU". The reported "throwing" of the controller likely led to the driveline sheath getting compromised allowing fluid to seep through it. If information is provided in the future, a supplemental report will be issued.